Event description:
It was reported that the patient's generator and lead have been replaced due to a lead fracture. Device return is not expected as they were discarded following explant.

Event description:
It was reported by the physician that the patient's device showed high impedance and ifi=yes. The patient has been referred for a full revision due to the high impedance. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.